Event description:
It was reported that the wake button alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alarm and ensuring nothing is pressing on the wake button continuously.